Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-physiological sensing of noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.